Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was having issues recharging. They were recharging for > 6 hours with a new recharger and were only getting to 25% charge. Poor coupling (0-1 bars) with very short charge durations were noted. It was reported that the patient recharges on the side of the bed. The manufacturer representative was able to get 8 coupling bars the day of the report and reported they would speak with the patient about getting good coupling and maintaining that position while recharging. It was later reported that they had 8 coupling bars and then it would jump to zero coupling bars. A replacement antenna was sent to see if it resolves the issue as both the patient and demo recharges were having the same issue. The pocket and ins appear stable, not tilted. The cause had not yet been determined but the antenna was being replaced to rule it out. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ degenerative disc disease. The manufacturer's representative reported the patient was unable to charge to 25%. It was about a month ago when the patient first noticed difficulty getting to 50% and now he had not been able to charge to 25%. The neurostimulator (ins) was currently discharged and they were working on the first quartile. Rep stated patient was getting consistent 8 coupling bars today and that it's what patient usually got. Patient stated they would charge for 3-4 hours but charge level of the ins did not increase. No error messages on the recharger. No falls or over discharge reported. Recharging stats were reported: today's session in clinic had lasted 7 minutes, with 3 bars average coupling and ins charge level increased from 3.100 to 3.190. All the other sessions were from (B)(6) and they were all 0 minutes long. Across these charge sessions, the ins charge level started at 3.32 and ended at 3.31. No symptoms reported. No further complications were reported/anticipated.